Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump is alarming no delivery. He inserted a new infusion set today, but the device alarmed no delivery when he tried to deliver a bolus. Customer resound the device and tried to deliver again, but it alarmed no delivery. The device also alarmed no delivery during the fill tubing process. Customer's blood glucose was unknown. In troubleshooting, the device alarmed no delivery during a manual prime. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.